Event description:
A malfunction alarm identified as malf 24 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that the glucose levels were within a manageable range. Technical support decided to replace the malfunctioning pump, and the customer was advised to use multiple daily injections as a backup therapy for insulin delivery. The customer received instructions on storing the problematic pump and was guided through the steps for returning it to tandem, as well as for setting up the replacement pump.